Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the attorney as a result of a legal claim that allegedly "on february 21, 2014 the patient developed a sudden onset of severe pain on her left hip that made it impossible to walk or move around. X-rays revealed that the left hip components were dislocated and the patient underwent same day closed reduction procedure which proved unsuccessful. Two days later, on (B)(6) 2014 the patient underwent an open reduction procedure which revealed that the metal liner on the acetabular cup was loose - specifically the metal head of the acetabular cup which was utilized tor the total hip replacement was dislocated from the plastic component." Update per medical review: "the operative report notes, plastic liner engaged on femoral head but metal liner disengaged from acetabular cup."

Manufacturer narrative:
An event regarding disassociation between the shell and metal liner was reported involving a dall miles plate. Medical review noted possible impingement of plate and/or femoral component. The event of "malposition" was not confirmed. Method & results: device evaluation and results: a visual, dimensional, functional and material analysis could not be performed as the device was not returned. Medical records received and evaluation: review of medical records by a consulting clinician noted: "on (B)(6) 2013 she underwent a left hybrid total hip arthroplasty for a diagnosis of avascular necrosis of the left hip, severe osteoporosis was noted and "while positioning the femur fracture of the greater trochanter through one of the previous screw holes was noted". An open reduction and internal fixation with a 1oomm dall-miles trochanteric cable plate was performed on (B)(6) 2013 it was noted the patient was "doing extremely well". On (B)(6) 2014, the patient complained of pain in the left hip and was ambulating with extreme difficulty. The diagnosis was "dislocation, for revision". On (B)(6) 2014, a closed reduction of the left total hip was performed for a posterior dislocation under general anesthesia and fluoroscopy. The operative note states, "unable to get a stable concentric reduction. Mdm cup, metal head dislocated from plastic component. For open surgery." On (B)(6) 2014, an open reduction and revision of the femoral neck length, plastic insert, and metal liner was performed for the left hip. A diagnosis of posterior superolateral dislocation was given. The operative report describes general anesthesia and use of the previous anterolateral approach. The operative report notes, "plastic liner engaged on femoral head but metal liner disengaged from acetabular cup."open reduction with a plus-3 neck resulted in excessive pistoning, so it was then changed to a plus-8 head with the surgeon noting "very happy with stability". Uncomplicated surgery was described and the patient was subsequently discharged back to the skilled nursing facility on (B)(6) 2014. The patient remained in the skilled nursing facility until on (B)(6) 2014. Subsequent notes include one on (B)(6) 2014 where in physical therapy the patient complains of a sacral sore. On (B)(6) 2014, left hip pain was noted to be minimal during full weightbearing on the left lower extremity with standing. She complained of low back pain and right lower extremity pain . They were working on gait strengthening. Use of wheelchair and safety were encouraged. On (B)(6) 2014, the patient had no complaints referable to her left hip. On (B)(6) 2014, it was noted, ''not any problems with left hip". There is no documented follow-up subsequent to this note available. In this severe dementia patient with prior open reduction and internal fixation, avascular necrosis, and osteoporosis of the hip the successful fixation of the femoral and acetabular components is impressive. In an unreliable dementia patient with muscle atrophy, hyperflexion and possible impingement of trochanteric plate and/or the femoral component could result in dislocation of the mdm liner and/or compromise of its locking mechanism. Revision to a longer modular neck to increase tissue tension, removal of the plate from the healed greater trochanter, and careful patient observation in a skilled nursing facility have resulted ina good early result. There is no evidence this clinical picture was the result of factors of faulty component design, manufacturing or materials. ¿indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: an event regarding disassociation between the shell and metal liner was reported. Medical review noted possible impingement of plate and/or femoral component. The event of "malposition" was not confirmed. Medical review noted: "in this severe dementia patient with prior open reduction and internal fixation, avascular necrosis, and osteoporosis of the hip the successful fixation of the femoral and acetabular components is impressive. In an unreliable dementia patient with muscle atrophy, hyperflexion and possible impingement of trochanteric plate and/or the femoral component could result in dislocation of the mdm liner and/or compromise of its locking mechanism. Revision to a longer modular neck to increase tissue tension, removal of the plate from the healed greater trochanter, and careful patient observation in a skilled nursing facility have resulted in a good early result. There is no evidence this clinical picture was the result of factors of faulty component design, manufacturing or materials." No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the attorney as a result of a legal claim that allegedly "on (B)(6) 2014 the patient developed a sudden onset of severe pain on her left hip that made it impossible to walk or move around. X-rays revealed that the left hip components were dislocated and the patient underwent same day closed reduction procedure which proved unsuccessful. Two days later, on (B)(6) 2014 the patient underwent an open reduction procedure which revealed that the metal liner on the acetabular cup was loose - specifically the metal head of the acetabular cup which was utilized tor the total hip replacement was dislocated from the plastic component." Update per medical review: "the operative report notes, plastic liner engaged on femoral head but metal liner disengaged from acetabular cup."